Manufacturer narrative:
(B)(4). Batch #: u5a955. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with one gst60g reload loaded in the device. The reload was received fully fired. The manual override door was out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with a test reload, and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted. Once the device completed the firing sequence, the knife returned home as intended. The knife reverse button worked properly during testing.

Event description:
It was reported that during a sleeve gastrectomy, the device fired, but the blade wouldn't return. Using the reverse switch, the physician was able to retrieve the blade, but was uncomfortable using device. A similar device was used to complete the case with no patient consequences.